Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no change in auditory or hearing performance. Per latest received report a possible device malfunction is suspected. The user was re-implanted.